Event description:
Hospital reported that fluid leakage occurred during battery charging, "sparking and smoking" was noted at this time.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device is an instrument. Synthes is unable to determine the date of manufacture without the lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned.